Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was done. Clinical review found, on the third day of impella cp support, an abrupt suction event occurred where flow dropped from 3.5l/min to 1.0l/min. The position was verified using echocardiogram (echo). Switching consoles resolved the issue briefly and reducing the p-level to p-0 and back up also temporarily resolved the issue. The device was replaced. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump low flows/suction were experienced. The team replaced the pump and support proceeded without harm or injury from support interruption.